Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
It was reported that the lead was found to be dislodged. Lead was explanted and replaced. The patient did well before, during and after the procedure.